Event description:
It was reported that the pacemaker displayed an error code just after interrogation. The device was explanted and returned to the manufacturer for analysis.

Event description:
It was reported that the pacemaker displayed an error code just after interrogation. The device was explanted and returned to the manufacturer for analysis. Additional information indicated that the error code was due to the device entering safety mode.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry, and a memory download could not be performed. The device was sent for more detailed analysis. Upon removal from the case, the battery was evaluated. The cell was depleted; however, no battery-related problem could be identified. The cause of the event could not be determined, as the device hybrid current was normal, and analysis of the battery did not find any issues.